Manufacturer narrative:
The reported complaint of a leak in the quattro catheter (lot 208095) was confirmed during the functional testing of the catheter. A bonding leak was observed at the proximal end of the medial 2 balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial 2 balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot 208095.

Event description:
The ivtm therapy was initiated for a 75-year-old male patient (body weight: 100 kg) following cardiac arrest. Cooling was performed with the quattro catheter (lot# 208095) via right femoral insertion, which was completed smoothly without multiple attempts. The patient's initial temperature at the start of therapy was 36.5°c, with a target temperature of 34°c. After 10 minutes of therapy, the console stopped as the saline level had decreased in the bag. No saline was observed around the insertion site or the bed. Per the instructions for use (IFU), the catheter was checked for leakage. The customer suspected the 250ml saline infusion into the patient's bloodstream. The physician replaced the catheter to continue the therapy. No consequences or impact to the patient.